Manufacturer narrative:
While evaluating the condition of the system, the patient informed a nalu representative of significant weight loss of 40-60 pounds. It is likely that the patient's weight change caused loss of tissue at the location of the implant, making the leads more superficial and thus uncomfortable for the patient. Although high impedance readings were found during testing, the system was still providing good pain relief while in use. Explant of the system was due to patient's discomfort only.

Event description:
The patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023 to treat lower back pain. Upon activation of the system, it was noted that changes in patient position caused communication disruptions between the implantable pulse generator (ipg) and the external therapy discs. Troubleshooting was attempted and unable to resolve the issue. On (B)(6) 2023 a surgical procedure was performed to place a new ipg in a more superficial location to facilitate communication. See MDR 3015425075-2024-00019. In (B)(6) 2025 the patient reported feeling the implanted leads through the skin and requested to have a nalu representative evaluate the system. The nalu representative did an impedance check on the system which returned high impedances on both leads, however programming was still able to achieve good therapy for the patient. The patient continued to report discomfort from the superficial positioning of the leads and on (B)(6) 2025 a full system explant was performed.